Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set was leaking from an unspecified location. The leak was discovered before use for automated peritoneal dialysis therapy while the customer was preparing for therapy. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.